Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.

Event description:
A long chronic total occlusion lesion in the sfa was crossed first with a pioneer catheter, resulting in a non-flow limiting dissection. Subsequently, the lesion was treated with the jetstream g2 device, accentuating the dissection. A low pressure balloon was used to successfully seal the dissection.